Event description:
Patient was brought to surgery for removal of an eroded urinary sphincter that was placed 1 1/2 years ago. Patient has stress incontinence that was the reason for artificial urinary sphincter. Patient previously had radiation for cancer. The sphincter had eroded through the patient's urethra and surgeon could see it on two sides when he did a cystoscopy. Sphincter was not functioning anymore and was removed. It was not infected. No post-op complications were noted. Patient was discharged stable to home.======================manufacturer response for artificial urinary sphincter, ams 800 urinary control system (per site reporter).======================manufacturer requested that the device be returned for investigation.